Event description:
A (B)(6) y/o male status post open right shoulder cuff repair on (B)(6) 2019 returned for surgical arthroscopy right shoulder on (B)(6) 2020 and removal of foreign body. During procedure, it was noted that a fragment of a smith and nephew 5.5mm multifix s ultra knotless suture anchor ref #72290001, lot# 2030493 expiration date 04/10/2022 was broken in the right shoulder rotator cuff from the previous repair. The fragment was from the smith and nephew 5.5mm multifix s ultra knotless suture anchor ref #72290001, exp 04/10/2022. The fragment was removed and sent to pathology and the shoulder was repaired. FDA safety report ID# (B)(4).